Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Attempts to communicate with the customer have been made to obtain further repair information. A supplement report will be submitted should additional information be provided. Patient height: 170cm. Device not returned to manufacturer

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. Additionally, it was reported that the unit first had multiple alarms stating a leak in the iab system; however, all connections were secured and no indications of a balloon leak. The end user started the system by autofill followed by the start button which resulted in the autofill failure. Troubleshooting attempts were made with little change as the unit would work for approximately five to ten minutes then alarm autofill failure. Moreover, the end user changed the unit without issues. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/3221) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/3221) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/3221) the overall 24 month product complaint trend data for the period mar 2019 through feb 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.